Manufacturer narrative:
(B)(4). D10: unknown tibial component; item number# unknown; lot number# unknown. Unknown bearing; item number# unknown; lot number# unknown. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent knee revision surgery due to a unicompartmental prosthesis fracture. Approximately 6 years, 11 months, 25 days post-implantation. Due diligence is in progress for this event; to date, no further information has been provided.